Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the unicel dxi 600 access immunoassay system serial number (B)(4). The initial result was above the assay's reference range and was reflex tested per the laboratory's protocol. The patient's sample (designated as sample 1) was reflexed tested on the same unicel dxi 600 access immunoassay system and a lower access accutni+3 result, above the assay's normal reference range, was obtained. A second sample from the patient (designated as sample two (2)) was tested on the same unicel dxi 600 access immunoassay system and a lower access accutni+3 result, above the assay's normal reference range, was obtained. The laboratory retested sample one (1) on the same unicel dxi 600 access immunoassay system and an alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, above the assay's normal reference range, were obtained. Two (2) additional samples from the patient (designated as sample three (3) and four (4)) were tested on alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, above the assay's normal reference range, were obtained. The initial elevated access accutni+3 result was released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) and calibration were performing within assay and instrument specifications. The sample was collected in a rapid serum gel separator tube. The customer did not supply the centrifugation parameters. The customer indicated the sample was slightly lipemic.

Manufacturer narrative:
(B)(6). There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched. System parameters of quality control (qc) and calibration were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.